Event description:
Report received from abbott international affiliate (abbott japan) that states: "the customer set up the dial at a flow rate of 5ml per hour (height of the unit from a pt: 70-110 cm), but more amount of solution (20ml per hour) flowed. The similar defect has occurred at an other dept of this hospital on 5/24. Since the customer experienced the similar defects, he counts the drops and checks the height of IV solution bag and so on. However, with some units the flow rate could not be controlled. He experienced the similar problem, when the dial was set at 5-10 ml/hr." There was no indication of any adverse pt effects. No add'l info was available.